Manufacturer narrative:
Device inspection found foreign debris was protruding from the air/water nozzle . Furthermore, the following findings on the subject device during inspection were noted below: light cover glasses chipped, adhesive worn out, optical cover glass chipped, adhesive worn, distal end cap worn, adhesive worn, insertion tube: delamination evident, control body: stained on grip noted, control body: aspiration housing worn out, air/water housing worn, light guide tube - condition fail stained, pin unit - condition stained, image condition interference found, up/down angle, up/down / left/right angle play evident, electrical safety test not on specification. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, foreign debris was found protruding from the air/water nozzle. The issue found during device maintenance. There is no patient involvement associated on this event reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a piece of a cleaning brush broke off and entered the air/water channel during reprocessing. The root cause of why the foreign material was left in the air/water channel could not be determined. The following is included in the instructions for use (IFU) and may help prevent the event: "to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." "Brushing the channels: the channel cleaning brush is a consumable. Repeated use may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the channel cleaning brush is free from any damage or other irregularities before and after use. If a part of the brush comes off inside the endoscope, immediately retrieve it and carefully confirm that no parts remain inside the channel of the endoscope by passing a new cleaning brush or other endotherapy accessory through the channel. Any parts left in the channel can drop into the patient during the procedure. Depending on the location, the missing part may not be recoverable by passing a new brush or other endotherapy accessory through the channel. In this case, contact olympus." Olympus will continue to monitor field performance for this device.